Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was diagnosed with transient ischemic attack. The patient was on aspirin and prasugrel. The study drug per protocol was last taken in (B)(6) 2011. In addition, the events anginal like symptoms and transient ischemic attack were considered resolved without residual effects and the patient was discharged three days later. The patient was switched from prasugrel to brilinta.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient experienced anginal like symptoms. In september 2010, the patient presented with unstable angina (braunwald classification: unknown). In (B)(6) 2010, the patient underwent cardiac catheterization. Target lesion was a de novo lesion located in the distal saphenous vein graft (svg) to r-pda with 90% stenosis and was 5 mm long with a reference vessel diameter of 2.50 mm. Target lesion was treated with pre-dilatation and placement of a 2.50 x 16 mm taxus liberte stent, with 0% residual stenosis. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with angina like symptoms and was hospitalized on the same day. During the course of the event, the patient was medically treated and the event was considered as not recovered/ not resolved.